Manufacturer narrative:
This was initially reported as unknown if the system was in motion at the time of the failure. Additional information received reported it was stationary. The actual failure indicated in this event is not likely to cause or contribute to a serious injury if it were to reoccur.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
Return of the suspect defective part is anticipated. Evaluation of the defective part will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel did not lock properly while transporting the unit. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.